Event description:
It was reported by service report that the footend of the bed drifted when raised electrically. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: faulty nut on lift motor.